Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "high impedance alert with safety switching: an unreported hazard of hybrid pacing systems." Journal of cardiovascular electrophysiology. 2019;30:1102¿1107. Doi: 10.1111/jce.13941. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding high impedance alerts with safety switching on hybrid pacing systems. The article reports leads connected to competitive devices. There were patients with leads that exhibited impedances that triggered safety switches and resulted in oversensing, with some leads reprogrammed and some lead extractions. The status/disposition of the leads is unknown. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.